Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned and evaluated by an approved service provider for a customer report in which the unit emitted a loud beep and exited synchronization mode. The customer report could not be reproduced during evaluation. Comprehensive functional and manual testing was performed with no discrepancies identified. External paddles, including the energy select and charge functions operated as intended, and synchronized cardioversion was successfully verified using a simulator and training pads. Event logs associated with the reported incident were not available for review. Based on the investigation and testing performed, the device was found to be functioning within specifications, and no fault was identified. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device switched itself out of sync mode. Complainant indicated they were able to enter sync mode again and the device operated as intended. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.